Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report permanent out of range signal on (B)(6) 2014. At the time of contact the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The receiver (sm34627231) was returned for evaluation. The retuned complaint device was visually inspected and no defect was found. A review of the receiver data log confirms a hardware error code. The complaint of permanent out of range was confirmed. The root cause we determined to be a hardware component failure. A CAPA has been initiated for this issue.